Event description:
Patient stated that "something popped". A-line noted to be pumping blood back through connection site to patient. A-line was clamped and tubing replaced. Line appeared to have a crack in the plastic connector on tubing that goes directly into first stop cock. Patirent's condition remained unchanged with no bad outcome.(note enclosed a-line - area marked with green tape reflects cracked area).* enclosed are the lot numbers presently on stock. Specific lot number for a-line is unavailabledevice labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: tubing. Conclusion: device failure occurred and was related to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.